Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2011, due to pain, tissue/bone destruction and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total left hip arthroplasty on (B)(6), 2009. Subsequently, patient's legal counsel further reported patient was revised on (B)(6), 2011 due to pain, tissue/bone destruction and elevated metal ion levels. Review of invoice history confirmed the modular head and taper adapter were removed and replaced. Additional information provided from legal counsel with operative notes indicates patient left hip revision was due to instability due to traumatic soft tissue disruption posteriorly from a prior traumatic injury. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.